Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass they experienced a h/s cuvette disconnect error. This event was originally deemed not reportable; however, it has become associated with voluntary safety alert 1124841-12/08/2015-004-c. The safety alert was initiated by terumo on december 8, 2015. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on january 5, 2016. Method: no testing methods performed. Results: no results available since no evaluation performed. Improper composition/concentration. Conclusions: device not manufactured by reporting firm. Unable to confirm complaint. The sample was not returned for evaluation. The lot number of the affected product was not provided; therefore, a retention sample could not be obtained, nor could a review of the device history records be performed. Although an evaluation could not be performed, reports of similar events have been confirmed to have issues connecting to the cdi 500 monitor. The likely root cause of the failure was determined to be defective magnets that have a lower magnetic strength than normal. These magnets are manufactured by an outside supplier, arnold magnet technologies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.